Manufacturer narrative:
The customer was given part number and pricing for a replacement processor pca and was informed that there is a global ship hold. The device remains at the customer site.

Event description:
The customer reported that the defibrillator cannot boot up. There was reportedly no patient involvement.